Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (time and date reset) issue. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with polyuria, polydipsia, nausea and vomiting. The patient was taken to the hospital with a diagnosis of diabetic ketoacidosis. The patient was treated with insulin via pump and IV fluids. The reporter stated that the patient had strep. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigators were unable to verify a time/date reset to the default setting in the black box. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for 23hrs. When the battery was reinserted the time/date did not reset to the default setting. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.